Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon had a hole and a lack of plastic on the "c" part of the device. The rubber seal was also not functioning properly. There was no injury reported. Additional information has been requested, but not yet received.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular seal for the trocar balloon was cut. The inflation syringe was not received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered and using a test insufflation bulb the dissector balloon was inflated, a leak was detected, a hole was observed. The trocar balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal and hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.